Event description:
It was reported that prior to a lap sigma, the customer did not wait for the generator to finalize the testing and when attempting to use the instrument, was unable to do so. The surgeon decided to convert to open. There was no adverse pt consequence.